Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the sagittal saw attachment device gear drive was missing, coupling part, machine side had fallen off, there was component damage, the device did not function, the coupling was loose, and the device was missing components. It was further determined that the device failed pretest for verify if secured with safety pin, check oscillation frequency, check handpiece coupling, and general condition. Therefore, the reported condition that the device was not working and was broken was confirmed. However, the assignable root cause was not determined. A review of the device history was performed and no non-conformances were detected related to the reported condition.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Reporter's phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that the sagittal saw attachment device was not working and was broken. It was reported that the device fell apart and there was an ¿iron ring and type of screw¿. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported; however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.